Event description:
It was reported that while subcutaneous injection to a patient medication leaked out of the connection point for the needle protection device. There was patient involvement and no harm to the patient.

Manufacturer narrative:
E1 - initial reporter phone number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.